Manufacturer narrative:
The nh3l2 reagent lot number was 83242101 with an expiration date of 31-jan-2026. The customer verbally stated that the calibration recovery was acceptable. The provided qc recovery was within the ranges before and after the event. The field service engineer found that the reaction disk and the ultrasonic mixers were misaligned. He realigned the mixers and the reaction disk. He performed precision studies and qc testing, and they were within specifications. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with ammonia ii (nh3l2) assay on a cobas 6000 c 501 (ul) v module. Initial result: 494 mol/l. The sample was repeated on another analyzer. The repeat results were 21 mol/l and 24 mol/l. The repeat results were deemed to be correct. No questionable result was reported outside the laboratory.